Event description:
It was reported that pump displayed malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions on how to reset pump, successfully reset it without recurrence of malfunction, and was advised to continue using pump and to call back if malfunction code appeared again, which customer acknowledged and understood.